Event description:
It was reported by service report that the bed would not lower because the motion interrupt pan was hung up on one of the corners. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: motion interrupt pan.